Event description:
The rptr, a nurse at a retirement center, did a hcp meter comparison test on a resident who had a reading of 20 mg/dl on pt's meter. Tested after dinner and no insulin. Tested within 10 minutes of hcp meter (accucheck advantage), reading was 250 mg/dl. Did not have any symptoms. Nurse was not present when pt did test, did not know of any insertion problem or if the confirmation dot of the test strip was checked for coloration. Does not know pt's hematocrit. No harm was alleged.